Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x12mm promus element plus drug-eluting stent, it was noted that the stent struts were protruding. The device never entered the patient's body and the procedure was completed with another 2.25x12mm promus element plus stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.25x12mm stent delivery system (sds) was returned for analysis with a dislodged stent. A visual and microscopic examination of the crimped stent found stent damage. The 6 most distal stent strut rows appear undamaged. The remained of the stent was damaged. The proximal end of the stent was bunched in a distal direction along the balloon, exposing 2mm of balloon wall distal of the proximal marker band. This type of damage is consistent with the incorrect removal of the stent protector from the crimped stent. The undamaged section of the crimped stent outer diameter was measured which was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks; this type of damage is consistent with the incorrect removal of the sds from its protective tubing. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip revealed slight tip damage; consistent with incorrect removal of the mandrel. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x12mm promus element¿ plus drug-eluting stent, it was noted that the stent struts were protruding. The device never entered the patient's body and the procedure was completed with another 2.25x12mm promus element¿ plus stent. No patient complications were reported.